Manufacturer narrative:
The reported failed implant was not available for examination by jjpi. The compalint analysis is based on the available x-ray info. X-ray analysis showed signs of bone resorption in the proximal medial region of the femur. In addition, the general proximal bone quality is shown as being poor. The evidence fron the x-ray show that hust prior to the stem failure, the stem was supported only by its' distal one-third in the surrounding matrix of cement and cortical bone. It is hypothesized that due to bone resorption, contributing to the lack of support of the femoral stem, the stress exerted on the stem was over twice the designed stress applied at the fracture site. Jjpi considers this file closed.

Event description:
Informant stated the jaw broke off device and fell into the pt. Approx one hour was added to the surgery time to locate the broken piece.